Event description:
Event description boston scientific crm received information that this device and right ventricular lead displayed loss of capture in the automatic capture retry mode. A technical service consultant was contacted and attributed the issue to a possible fusion beat or noise, however indicated the device was in the retry mode during the loss of capture duration. There were no adverse patient effects reported.approximately, six years later, during a device upgrade procedure, this lead was surgically abandoned.

Manufacturer narrative:
(B)(4). According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.